Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: none. It was reported that the 3.0 x 12mm rx vision and the 3.0 x 8 mm rx vision would not cross the lesion; however, a shorter 2.75 mini vision did cross. Additionally, a distal dissection was observed during the procedure which required treatment with a balloon; however, it is not clear as to when it may have occurred. No pt effects were reported. No additional event or pt info is available.

Manufacturer narrative:
The two rx visions indicated in b5 and d11 are being filed under MFR# 2024168-2008-00876. Results and conclusion summation: product performance engineering reviewed the incident info. Dissection is a known outcome of coronary stenting procedures, and is listed as a potential adverse event in the rx mini vision instructions for use. In this case, it was not reported which device contributed to the dissection. A conclusive root cause cannot be determined for the reported pt effect and the relationship, if any to the mini vision sds.